Event description:
It was reported that (5) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instruments misfired during the case. The clips fell off the vessel. There was no pt consequence.